Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant intact parathyroid hormone (ipth) and out of range quality control (qc) results. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse found a leak on the aspirate probe 1. The cse repaired and tested aspirate probe 1. The cse ran qc and found same issue. The cse checked acid and base levels, which were at proper levels. The cse replaced a photomultiplier tube (pmt) due to elevated dark counts and allowed it to stabilize. The cse instructed customer to wait for two hours and run qc. The customer ran qc, which was in range. The cause of the discordant ipth results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant falsely high intact parathyroid hormone (ipth) results were obtained on five patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The same samples were repeated on an alternate instrument, resulting lower. The repeat results were reported to physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ipth results.